Manufacturer narrative:
Correction to patient identifier. Additional information received from reporter.

Event description:
Pt status post quarter tubular plate implantation on (B)(6) 2011, experienced discomfort and returned for x-rays on (B)(6) 2012. X-rays showed the plate had broken over the arthrodesis site. At this time, the surgeon will attempt treatment with bone stimulator. Surgeon noted if this treatment resolves the symptoms and healing occurs, device will remain implanted. If healing does not occur and discomfort continues, hardware will be removed at a date to be determined.

Manufacturer narrative:
Device not explanted. The raw material and device history records showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the mfg of these parts that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn, as no product was received.